Manufacturer narrative:
H11 - corrected data: d1, g1.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment on (B)(6) 2023 to the lower and upper abdomen, flanks and bra fat using the cooladvantage coolcurve+ applicator and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
H11: corrected data: g3.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment on (B)(6) 2023 to the lower and upper abdomen, flanks and bra fat using the cooladvantage coolcurve+ applicator and presented with paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment on (B)(6) 2020 to the lower and upper abdomen, flanks and bra fat using the cooladvantage coolcurve+ applicator and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: a6. Changed data: b5. Clarification to b5 description of event: treatment year corrected to 2020. Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 4/27/2022. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 4/28/2023.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment on 23/oct/2023 to the lower and upper abdomen, flanks and bra fat using the cooladvantage coolcurve+ applicator and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.